Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. The customer's blood glucose level was 200 mg/dl at the time of incident. Customer stated that the button of the insulin pump was not responding after battery change. Customer reported that the time clock does not advances. Customer reports the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Customer stated that buttons did not begin to work in less than 5 minutes without battery change. The insulin pump will not be returned for analysis.